Event description:
It was reported that after the surgeon inserted the aq2015a three piece silicone lens and part of the optic and a haptic was torn off and missing. The remainder of the lens was cut and removed from the eye without any patient complications. Another aq2015a lens was sucessfully implanted. The reporter stated the event was the result of loading issues they were having with new surgery techs.

Manufacturer narrative:
Results: visual inspection of the returned lens showed a piece of the optic and a haptic was torn off and missing. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. (B)(4).

Manufacturer narrative:
(B)(4).